Event description:
Pt was transported to the emergency department by paramedics and was in full cardiopulmonary arrest. Pt had collapsed on street while seeking help from paramedics. During resuscitation effort, the m series cct defibrillator malfunctioned with "bridge test failure" displayed. Further measures to revive the pt were not successful and the pt expired of undetermined causes. The case has been refered to the coroner's office. The hosp does not feel that the equipment failure affected the pt outcome.

Event description:
Add'l info rec'd from MFR 11/11/04: the device was returned for evaluation. Evaluation is not yet complete.